Manufacturer narrative:
The thermogard xp ivtm system (sn: (B)(4)) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer was able to resolve the problem by replacing the fuse. Therefore, service was not required to be performed by zoll. The customer reported that the old fuse was observed discolored and burnt.

Event description:
As reported, on the third day of the patient ivtm therapy, the thermogard xp ivtm system (sn: (B)(4)) and the hospital monitoring interface accessory (hmia) (sn: (B)(4)) suddenly powered down. Power connections were inspected, and no issues were found. No other electrical equipment was connected to the power outlet at the time of the event. The user tried to power on the ivtm system again; however, the attempts were unsuccessful. The physician elected to abort the ivtm treatment because the patient's body temperature was well maintained. Several hours later, the biomed replaced the fuse, and the thermogard console was able to power back on with no issues. As reported, the old fuse looked discolored and burnt. No consequences or impact to the patient.